Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine procedure, the patient had a sudden cardiac arrest when the new device was attached. It was noted that the pacing lead exhibited low impedance and unstable thresholds, leading to suspected pacing failure. It was noted that the pacing lead was damaged with the scalpel, resulting in possible fracture. Polarity settings were changed and pacing was set to higher outputs. The pacing lead was then capped and replaced. No further patient complications have been reported as a result of this event.